Event description:
Following a spinal laminectomy and fusion surgery, with orthoblast putty implantation, the pt developed a wound infection which was treated with antibiotics, surgical debridement and irrigation. A wound culture was obtained and "no growth" was identified.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.